Event description:
I installed the new sensor, calibrated it several times which is usually necessary. However, the calibration did not work properly and I was awakened two nights in a row saying low glucose. I finally just removed the sensor as I felt my rest was being negatively impacted.